Manufacturer narrative:
Quality-safety evaluation of ptc received on 22-nov-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain (pelvic pain) amongst non serious events. Three and a half years after insertion, she got pregnant and two months later, baby was dead (seen as spontaneous abortion). Later, she underwent a total hysterectomy, bilateral salpingectomy and oophorectomy. Pregnancy with contraceptive device and pelvic pain are anticipated whereas spontaneous abortion is unanticipated in the reference safety information for essure. Pelvic pain may occur during essure therapy. Given the temporal relationship and the lack of alternative explanation, it was considered related to essure. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, it was reported that bilateral tubal occlusion had been achieved. Thus, a device ineffective was considered and pregnancy was regarded as related to essure. Spontaneous abortion is a very common occurrence mostly in early pregnancies. In this case, the gestational age was not reported, however considering that the vast majority of cases occurs in the first trimester and that early abortions would be more linked to chromosomopathies and failure of blastocyst implantation, this events was considered unrelated to essure. This case was regarded as incident, as a surgical intervention will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent birth control. On (B)(6) 2010, hsg test (hysterosalpingogram) established bilateral tubal occlusion. After the procedure, the consumer experienced pain; nickel allergies; skin rash; hair loss, fatigue; joint pain; irregular and/or prolonged menstruation; severe menstruation pain; heavy, abnormal menstruation; pain during intercourse; severe abdominal pain; severe back pain; cramping; bloating; headaches and or migraines; hormonal changes; and weight fluctuation which she reported to her healthcare provider. At this time, neither consumer nor her physicians attributed these symptoms to her use of the essure. On or about (B)(6) 2014, the consumer discovered that she was unintentionally pregnant. On or about (B)(6) 2014, she came in for a prenatal appointment and discovered that the baby was dead. On (B)(6) 2016, the consumer underwent a total hysterectomy, bilateral salpingectomy and oophorectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain (pelvic pain) amongst non serious events. Three and a half years after insertion, she got pregnant and two months later, baby was dead (seen as spontaneous abortion). Later, she underwent a total hysterectomy, bilateral salpingectomy and oophorectomy. Pregnancy with contraceptive device and pelvic pain are anticipated whereas spontaneous abortion is unanticipated in the reference safety information for essure. Pelvic pain may occur during essure therapy. Given the temporal relationship and the lack of alternative explanation, it was considered related to essure. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, it was reported that bilateral tubal occlusion had been achieved. Thus, a device ineffective was considered and pregnancy was regarded as related to essure. Spontaneous abortion is a very common occurrence mostly in early pregnancies. In this case, the gestational age was not reported, however considering that the vast majority of cases occurs in the first trimester and that early abortions would be more linked to chromosomopathies and failure of blastocyst implantation, this events was considered unrelated to essure. This case was regarded as incident, as a surgical intervention will be required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnant / pregnancy") and abortion spontaneous ("baby was dead / miscarriage") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 4 (((B)(6) 2009, (B)(6) 1999, (B)(6) 1990, (B)(6) 1987)) and miscarriage. Previously administered products included for birth control: tri-sprintec in 2007; for an unreported indication: methocarbamal in 2011, ibuprofen from 2009 to 2011, hydrocodone in 2011, azithromycin in 2010, diazepam in 2010, errin in 2010, oxycodone in 2010, hemocyte from 2009 to 2010, hematinic in 2009, amoxicillin in 2008, natalcare in 2008, tobrex in 2008, avelox in 2008, clarithromycin in 2008, triamcinolone in 2007, nitrofurantoin in 2007, sulfamethoxazole in 2007, fexofenadine in 2007, alprazolam, metronidazole and oxycodone. Concurrent conditions included body mass index normal. Concomitant products included norethisterone (errin) from february 2010 to march 2010 for birth control, anovlar (minestrin) from june 2015 to july 2015 for vaginal bleeding as well as amlodipine from 2015 to 2017, cefalexin (cephalexin) since 2016, clindamycin since 2011, clonazepam since 2015, clonidine since 2015, cyclobenzaprine since 2015, dicycloverine (dicyclomine) from 2015 to 2016, doxycycline since 2014, estradiol since 2016, famotidine since 2016, fluconazole since 2013, hydrochlorothiazide since 2015, hydroxyzine since 2015, lisinopril from 2014 to 2015, meloxicam since 2016, methylergometrine since 2014, metoprolol since 2013, mirtazapine from 2014 to 2016, naproxen since 2014, nystatin since 2013, omeprazole since 2016, ondansetron since 2014, phenazopyridine since 2011, prednisone from 2014 to 2017, ranitidine since 2014, sertraline from 2014 to 2016 and tramadol from 2014 to 2015. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergies"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In march 2014, the patient experienced mood swings ("mood swings"). In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"), menorrhagia ("heavy, abnormal menstruation / abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight increased ("weight gain"). In 2015, the patient experienced rash ("skin rash / rashes"). On an unknown date, the patient experienced alopecia ("hair loss"), arthralgia ("joint pain"), menometrorrhagia ("irregular and/or prolonged menstruation"), menstrual disorder ("heavy, abnormal menstruation"), abdominal pain ("severe abdominal pain/cramping"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes") and weight fluctuation ("weight fluctuation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (dilatation & evacuation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vaginal infection had resolved, the pregnancy with contraceptive device, abortion spontaneous, rash, allergy to metals, alopecia, fatigue, arthralgia, menometrorrhagia, dysmenorrhoea, menorrhagia, menstrual disorder, dyspareunia, abdominal pain, abdominal distension, hormone level abnormal, weight fluctuation, migraine, vaginal haemorrhage, mood swings and weight increased outcome was unknown and the headache was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menometrorrhagia, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), vaginitis, mood swings" were added. Historical and concomitant medication were added. New reporter were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnant / pregnancy") and abortion spontaneous ("baby was dead / miscarriage") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (B)(6) 2009, (B)(6) 1999, (B)(6) 1990, (B)(6) 1987) and miscarriage. Previously administered products included for birth control: tri-sprintec in 2007; for an unreported indication: methocarbamal in 2011, ibuprofen from 2009 to 2011, hydrocodone in 2011, azithromycin in 2010, diazepam in 2010, errin in 2010, oxycodone in 2010, hemocyte from 2009 to 2010, hematinic in 2009, amoxicillin in 2008, natalcare in 2008, tobrex in 2008, avelox in 2008, clarithromycin in 2008, triamcinolone in 2007, nitrofurantoin in 2007, sulfamethoxazole in 2007, fexofenadine in 2007, alprazolam, metronidazole and oxycodone. Concurrent conditions included body mass index normal, vulvovaginal rash, vaginal itching, eczema, anxiety, depression and hypertension. Concomitant products included norethisterone (errin) from (B)(6) 2010 to (B)(6) 2010 for birth control, anovlar (minestrin) from (B)(6) 2015 to (B)(6) 2015 for vaginal bleeding as well as amlodipine from 2015 to 2017, cefalexin (cephalexin) since 2016, clindamycin since 2011, clonazepam since 2015, clonidine since 2015, cyclobenzaprine since 2015, dicycloverine (dicyclomine) from 2015 to 2016, doxycycline since 2014, estradiol since 2016, famotidine since 2016, fluconazole since 2013, hydrochlorothiazide since 2015, hydroxyzine since 2015, lisinopril from 2014 to 2015, meloxicam since 2016, methylergometrine since 2014, metoprolol since 2013, mirtazapine from 2014 to 2016, naproxen since 2014, nystatin since 2013, omeprazole since 2016, ondansetron since 2014, phenazopyridine since 2011, prednisone from 2014 to 2017, ranitidine since 2014, sertraline from 2014 to 2016 and tramadol from 2014 to 2015. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergies"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced mood swings ("mood swings"). In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"), menorrhagia ("heavy, abnormal menstruation / abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight increased ("weight gain"). In 2015, the patient experienced rash ("skin rash / rashes"). On an unknown date, the patient experienced alopecia ("hair loss"), arthralgia ("joint pain"), menometrorrhagia ("irregular and/or prolonged menstruation"), menstrual disorder ("heavy, abnormal menstruation"), abdominal pain ("severe abdominal pain/cramping"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes") and weight fluctuation ("weight fluctuation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (dilatation & evacuation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vaginal infection had resolved, the pregnancy with contraceptive device, abortion spontaneous, rash, allergy to metals, alopecia, fatigue, arthralgia, menometrorrhagia, dysmenorrhoea, menorrhagia, menstrual disorder, dyspareunia, abdominal pain, abdominal distension, hormone level abnormal, weight fluctuation, migraine, vaginal haemorrhage, mood swings and weight increased outcome was unknown and the headache was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menometrorrhagia, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion (B)(6) 2014 : a urine pregnancy test is negative today. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: case became medically confirm. Concomitant condition, reporter added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnant / pregnancy") and abortion spontaneous ("baby was dead / miscarriage") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (((B)(6) 2009, (B)(6) 1999, (B)(6) 1990, (B)(6) 1987)), miscarriage and nickel sensitivity. (B)(6) 2014 : a urine pregnancy test is negative today. Previously administered products included for birth control: tri-sprintec; for an unreported indication: methocarbamal, ibuprofen from 2009 to 2011, hydrocodone, azithromycin, diazepam, errin, oxycodone, hemocyte from 2009 to 2010, hematinic, amoxicillin, natalcare, tobrex, avelox, clarithromycin, triamcinolone, nitrofurantoin, sulfamethoxazole, fexofenadine, alprazolam, metronidazole and oxycodone. Concurrent conditions included body mass index normal, vulvovaginal rash, vaginal itching, eczema, anxiety, depression and hypertension. Concomitant products included ethinylestradiol;norethisterone acetate (minestrin) from (B)(6) 2015 for vaginal bleeding as well as from (B)(6) 2010, amlodipine from 2015 to 2017, cefalexin (cephalexin) since 2016, clindamycin since 2011, clonazepam since 2015, clonidine since 2015, cyclobenzaprine since 2015, dicycloverine (dicyclomine) from 2015 to 2016, doxycycline since 2014, estradiol since 2016, famotidine since 2016, fluconazole since 2013, hydrochlorothiazide since 2015, hydroxyzine since 2015, lisinopril from 2014 to 2015, meloxicam since 2016, methylergometrine since 2014, metoprolol since 2013, mirtazapine from 2014 to 2016, naproxen since 2014, nystatin since 2013, omeprazole since 2016, ondansetron since 2014, phenazopyridine since 2011, prednisone from 2014 to 2017, ranitidine since 2014, sertraline from 2014 to 2016 and tramadol from 2014 to 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced allergy to metals ("nickel allergies"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced mood swings ("mood swings"). In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"), menorrhagia ("heavy, abnormal menstruation / abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraine") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced rash ("skin rash / rashes / rashes or skin conditions type: rashes") and eczema ("rashes or skin conditions type: eczema"). On an unknown date, the patient experienced alopecia ("hair loss"), arthralgia ("joint pain"), menometrorrhagia ("irregular and/or prolonged menstruation"), menstrual disorder ("heavy, abnormal menstruation"), abdominal pain ("severe abdominal pain/cramping"), abdominal distension ("bloating") and weight fluctuation ("weight fluctuation") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (dilatation & evacuation and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vaginal infection had resolved, the pregnancy with contraceptive device, abortion spontaneous, rash, allergy to metals, alopecia, fatigue, arthralgia, menometrorrhagia, dysmenorrhoea, menorrhagia, menstrual disorder, dyspareunia, abdominal pain, abdominal distension, hormone level abnormal, weight fluctuation, migraine, vaginal haemorrhage, mood swings, weight increased and eczema outcome was unknown and the headache was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, hormone level abnormal, menometrorrhagia, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: bilateral tubal occlusion. Concerning the injuries reported in this case, the following events were confirmed missed abortion at 12 weeks,menorrhagia, rash. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-mar-2019: plaintiff fact sheet received: new event added: rashes or skin conditions type: eczema. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.